Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm was reported. The customer stated no medical intervention was required as a result of the event.

Manufacturer narrative:
Eitan medical requested the pump and the event log for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in this event and its event log. Investigation findings: the pump was tested, and no irregularities were observed. The pump alarmed as designed. Conclusion: the event occurred due to the lowest possible occlusion pressure threshold (0.1 bar) being set by the user and the pressure exceeding this set threshold.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm was reported. The customer stated no medical intervention was required as a result of this event.